Event description:
Site reported to superdimension on (B)(6) 2012, they had a locatable guide that would not register with the inreach abandoned and the site used radial probe and cellvizio to get the lesion. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The locatable guide was evaluated and found to be functional. Superdimension is filing this MDR out of an abundance of caution due to the risks associated with multiple exposures to general anesthesia. Procedure recordings are still being evaluated at the time of this filing.